Event description:
Patient reported the piston rod of the infusion device is not moving except for when she is filling the infusion set. Patient stated she cannot see the insulin going low in the insulin cartridge and during the weekend her blood glucose levels have risen very high. Patient reported the blood glucose levels were 17-25 mmol/l (306-450 mg/dl). Patient's normal blood glucose range was not provided. Patient stated she began using her pens yesterday and is no longer using the infusion device. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. History list: nothing unusual was found in the device history. All programmed boluses and basal rates were successfully delivered by the pump. Battery cover/adapter: the adapter and battery cover passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: the returned unused cannula and unused transfer set were visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.